Event description:
It was reported that the screw behind the handle is coming out during inspection posing the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the screw behind the handle is coming out during inspection posing the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection at the user facility, there was no patient involvement and no delay to a surgical procedure.